Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel in the arm. The 10.0mm x 40mm, 75cm gladiator balloon catheter was advanced to the target lesion. The balloon was inflated; however, the balloon ruptured at 14atms on the second inflation. The balloon appeared to have ruptured circumferentially; however, no pieces detached from the catheter and the device was able to be removed intact from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a longitudinal tear along the main body of the balloon. The tear measured 6cm in length. An examination of the markerbands and balloon material identified no issues which could potentially have contributed to the tear. Although a tear was present in the balloon, no fragments or section of the balloon had detached from the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon ruptured after the balloon had been inflated above its rated burst pressure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel in the arm. The 10.0mm x 40mm, 75cm gladiator balloon catheter was advanced to the target lesion. The balloon was inflated; however the balloon ruptured at 14atms on the second inflation. The balloon appeared to have ruptured circumferentially; however, no pieces detached from the catheter and the device was able to be removed intact from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's condition was fine.